Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a dbs implant procedure and it was assessed that there was partial wound necrosis of the left cranial skin flap with a potential causal relationship to the device hardware. Therefore, the patient was hospitalized and underwent an additional procedure to irrigate and debride the scalp wound with skin flap reconstruction. The dbs device remains implanted, the patient has been discharged from the hospital and is currently recovering.